Event description:
Customer initial report was of receiving a device with a note stating not infusing properly. The initial report of not infusing properly may have occurred in 2008. No clinical information available and exact date reported as unknown. New information received on 01/13/2009 that the device was used in 2008 and was involved in a pt. Event in ICU. This event was reported as a levophed infusion that was started at 05:30 and finished in 1 1/2 hours instead of 4 hours. Risk manager called for clinical details; stated no reports for the initial occurrence date and provided information for the second date in question. Reported an IV bag infused too fast but there was no patient harm. The device was tested for rate accuracy as received. The device's performance was significantly outside the specifications and periods of unregulated flow were observed during testing. The device failed the upper occluder pressure test. The device was disassembled and inspected. The device was identified with a broken upper hinge post on the platen assembly. The cause for the unregulated flow is due to a broken upper hinge post on the platen assembly. The result of the testing showed that a hard foreign object lodged under the upper hinge area of the platen within the bezel cavity is capable of applying enough torque to break the upper hinge post when the door is closed. The platen returned for inspection found a stress mark indentation on the platen assembly. The root cause for the broken upper hinge post of the platen within the lvp was the result of some abusive event.